Event description:
It was reported to medtronic minimed that the customer received pump error 53 (software error detected) twice in the past 2 days and multiple battery-failed alerts. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms, the error table did not indicate that the pump should be replaced and the pump passed the self-test. Troubleshooting was performed for the battery failed alarm and the serialized device was replaced. The customer was able to clear the error and the fill cannula delivery test was successful. The customer is not using the quick bolus speed feature on an impacted pump. The customer called back after receiving a replacement battery cap. The customer continued to experience battery-failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found pump error 53 alarms in the pump history files and traces on the event date of 02/14/2025 at 02:05:23.000 due to a possible hardware failure (file #: 99, line #: 114, esf #: (B)(4)). Found 2 relevant failed battery test alarms in the pump history files and traces on the event date of 02/14/2025 at 02:19:54.000 and 02:05:26.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Failed battery test was not confirmed during testing. Pump error 53 (file #: 99, line #: 114, esf #: (B)(4)) was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.